Event description:
Sterile box labeled "modular screw fixed glenoid, component, metal back, plasma sprayed, standard". The box was not the metal back glenoid component. The case was delayed for twenty-five minutes while waiting the arrival of correct prosthesis from another hosp.